Event description:
It was reported that during a full supply change with a steel infusion set, the user could not observe insulin drops and noted leaking at the connector, which was resolved after the connector was replaced and insulin delivery was resumed. Symptoms included no adverse clinical effects and stable blood glucose. Outcomes included no alarms, no alerts, and no medical intervention or hospitalization. Investigation of this case revealed a leaking connector consistent with a component connection issue that was corrected by replacing the connector. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface contributing to a connector leak that resolved with component replacement.